Event description:
Bipolar cord caught on fire during use. Additionally, account stated cord caught on fire where the cord connects to the unit.

Manufacturer narrative:
The reported device was not rec'd for eval and a lot number was not provided. Without the lot number, we are unable to review the device history records. Without the reported device we were unable to confirm the reported issue and determine a root cause. If the device becomes available for eval an investigation will be conducted, and a follow-up report will be made.